Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record could not be conducted due to lot number being unknown. A search of the complaint file could not be conducted due to unknown lot number. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported bleeding with the involved angioseal device. The following information was provided by the user facility: the patient bled after getting up after one hour; it was reported that the device seemed to be deployed correctly with no issues; the procedure was successful; and the patient was reported to be fine.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. An evaluation of the complaint sample could not be performed due to the sample being unavailable. Based on the results of the investigation, the cause of the event is unable to be determined. The user technique and patient anatomy details are not known and many have contributed the event. No similar events were noted in the historical complaints database and in the absence of returned sample, no deduction can be made for the root cause. The device was manufactured to specifications and was released in a conforming state. Product specific trending for the past three years shows there has been (B)(4) similar reports. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. Without the returned device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.